Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. If any additional information is received, a follow-up will be sent.

Event description:
A high drain error 202 (manual drain cycle two) alarm was identified in the log of a returned homechoice device. The alarm occurred on an unknown date. This information meets iipv criteria. No additional information is available.